Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that when using sensation plus 8fr. 50cc balloon with cardiosave intra-aortic balloon pump, unit is alarming ¿fo sensor failure¿. There was no patient harm.